Event description:
In 2004 a lifecore representative conducted periodic testing of 2 different patients' monitors, using the same wcd 3000 test plug, to confirm proper operation of the defibrillation circuitry. In both cases the monitor would not power up after the self-test was completed. A new monitor was provided to both patients. The same wcd 3000 test plug was used the previous day without incident.